Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead fractured. The physician elected to explant and replace this lead with a different model device. To date, there have been no reported patient symptoms associated with this clinical observation.